Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a replacement procedure, the left ventricular (lv) lead was exhibiting high out of range impedance measurements above 2000 ohms when connected to the replacement cardiac resynchronization therapy defibrillator (crt-d). After several attempts, another cardiac resynchronization therapy defibrillator (crt-d) was attempted but out of range measurements were still exhibited. Connection issues for the attempted left ventricular (lv) lead and the attempted cardiac resynchronization therapy defibrillator (crt-d) were suspected. The physician opted for replacing the lead and the procedure was successfully completed. No adverse patient effects were reported.

Event description:
It was reported that during a replacement procedure, the left ventricular (lv) lead was exhibiting high out of range impedance measurements above 2000 ohms when connected to the replacement cardiac resynchronization therapy defibrillator (crt-d). After several attempts, another cardiac resynchronization therapy defibrillator (crt-d) was attempted but out of range measurements were still exhibited. Connection issues for the attempted left ventricular (lv) lead and the attempted cardiac resynchronization therapy defibrillator (crt-d) were suspected. The physician opted for replacing the lead and the procedure was successfully completed. No adverse patient effects were reported.